Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an object was dropped on the pump and the touch screen became shattered and unresponsive. Customer¿s blood glucose was 120 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy and also confirmed an alternate pump is available.